Event description:
It was reported the pt charged the ipg for eight hrs, but the charger did not show the ipg was fully charged. A replacement charger was sent to the pt, which reportedly did not resolve the issue. The pt's programmer shows that the ipg is full. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.